Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the power tray assembly, circuit breaker, 2 pole, cable, gemini cart, ac filter, isolation transformer, vision, isi core to resolve the issue with vision side cart (vsc) shutting down or not powering on. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy ¿ during the pre-anesthesia phase ¿ the system powered on by itself (orange led lit on the core with fan noise and activity) without any action from the user. The site confirmed that the vision side cart (vsc) had been plugged into a wall socket 30 minutes prior. They also confirmed that other equipment connected to the same electrical line powered on immediately when plugged into the wall socket. Due to concerns about this unexpected behavior and a random delay when starting up the system, the surgeon decided to cancel the planned procedure due to a lack of confidence in the system. The procedure was cancelled before patient involvement.